Manufacturer narrative:
Continued:1627487-07262012-002-r; 1627487-12192011-003-r. The ipg serial number is included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not charge the scs ipg as recommended. As a result, ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Patient desired to have an upgrade to the new technology. Issue was reportedly resolved with ipg replacement.